Event description:
The consumer allegedly suffered serious injury when the shower chair allegedly collapsed without reason. Although serious injury is alleged, the extent and specific injury is not known at this time.

Manufacturer narrative:
Serious injury alleged. Malfunction alleged. The consumer alleges the shower chair collapsed while sitting on the seat. The consumer is male, however, weight, height and age are unknown. The consumers medical condition or stability that warrants use of the shower chair are unknown. The consumers medication regimen are unknown. The environmental conditions of the shower chair set-up and location are unknown. The maintenance history of the device is unknown.